Event description:
Patient was using the elenker rollater walker. When he went to sit down, the crossbar broke causing the patient to fall on the ground. Patient has used the walker for two months with no issues. The walker was not compromised by any collision prior to the incident. The walker is supposed to have a 500lbs weight capacity. Patient's fiancee is the reporter.